Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The analysis results showed that one ecr60g cartridge reload was received in good visual condition and fully fired. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection, the surgeon could not fire the echelon smoothly and did not get good formation on the colon. It was not reported how the procedure was completed. There were no adverse consequences to the patient.